Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to request a bolus. There was no adverse impact to the customer's blood glucose level. The customer reinstalled the mobile app, successfully completed the bolus request, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.